Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle pierced through the unspecified bd insyte¿ autoguard¿ catheter during use. The following information was provided by the initial reporter, translated from spanish: "catheter bevel is damaged."

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed a yellow catheter adapter indicative of a 24 gauge insyte autoguard that was not properly seated on the barrel. The needle was found to be sticking out of the catheter tubing near the catheter tip. This indicated that a needle spear through has occurred. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined as this type of defect can originate in the manufacturing or the clinical environments.

Event description:
It was reported that the needle pierced through the unspecified bd insyte¿ autoguard¿ catheter during use. The following information was provided by the initial reporter, translated from spanish: "catheter bevel is damaged."